Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, more than one monocryl 4-0 wire broke during the same surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Photo analysis: visual analysis of the individual image submitted for evaluation determined that a plastic container and two folders with the product code could be seen 14502t. Image is not clear to determine failure mode or reported condition. No conclusion could be reached as to the cause of the reported complaint, as the sample was not returned for analysis. As part of ethicon's quality process, all devices are manufactured, inspected and released to approved specifications. Additional information about complaints is tracked for potential safety signals through complaint trends as part of post-market surveillance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the lot number? When was the suture broke (in the package, during removal from package, during handling or during use on the patient)? Please specify. Device return status? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent report related to: 2210968-2022-02104.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/25/2022. Additional information requested, the following was obtained: a total of four sutures were broken in the same surgery of the same reference (item) and batch. In any case, the nurse informed that these were the only cases in the box of this material, that is, it did not break with anyone. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.